Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient¿s blood glucose that day was above 600 mg/dl. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy. It was reported the pump alarmed for occlusion alarms. During troubleshooting, it was reported that the patient was using the cartridges for up to 5 days. Instructions for use state the cartridge should be changed every 2 to 3 days. No device malfunction was indicated. This complaint is being reported because the health event was attributed to a device use error.